Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheters experienced lneedle through catheter. The following information was provided by the initial reporter translated from dutch. Venflon broke during use (based on the photo provided, this is needle through catheter).

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheters experienced lneedle through catheter. The following information was provided by the initial reporter translated from dutch. Venflon broke during use (based on the photo provided, this is needle through catheter).

Manufacturer narrative:
Correction: imdrf annex a grid: changed to a041001 h6: investigation summary one photo was received by our quality team for evaluation. The needle pierced through the catheter is observed on the sample. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed. There is a 100% online automated vision inspection system that can detect and reject product not meeting the lie distance requirement. If the needle pierced through the catheter in the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product will not have any lie distance. From the returned photo, blood was observed in the catheter and cannula hub. This indicates a successful penetration. It would not be possible to penetrate the vein if the product has the needle through the catheter. Therefore, the probable root cause for the reported defect could be due to the user having partially withdrawing the needle from the catheter and reinserting the needle into the catheter which pierced through the catheter and damaged the catheter. However, as it is not possible to confirm how the product has been used, the root cause cannot be determined.